Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was implanted with second implantable neurostimulator (ins). It never worked for the patient. It took the doctor almost two and a half hours to implant it. The representative reprogrammed it until they couldn't do anything else. Patient had the device replaced. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.